Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. The product was implanted on (B)(6) 2008. Ethicon¿s gynemesh was also implanted at this time. It was reported that there were no complications during the procedure. The patient reported pelvic aching two (2) weeks post-op and was given bactrim-ds. During the patient¿s last visit on (B)(6) 2010, it was reported that there was some burning intercourse, atrophy changes and lychen sclerosis and was given premarin and clobetasol creams. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not known when the event occurred. It is not known what the patient¿s current condition is. No info has been confirmed by a health care professional.